Event description:
Customer reported she was hospitalized twice with low blood glucose levels. During troubleshooting went into prime history and found several 0.0 prime histories. Sent replacement pump.